Manufacturer narrative:
(B)(4). A review of the complaint history, documentation, instructions for use (IFU), and trends was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The IFU lists a contraindication for patients with known sensitivities or allergies to stainless steel, polyester, polypropylene, urethane, polytetrafluoroethylene, nylon or gold. Devices undergo a validated sterilization process. The zenith device functioned as intended and during follow-up the patient developed a comorbid condition (pancreatitis). The root cause of the event is likely not device related. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page four in the results section, the article states that one perioperative death is attributable to pancreatitis.